Event description:
It was reported that the patient was symptomatic with a presyncopal episode. The next day an interrogation showed one loss of capture episode and varying threshold measurements on the ventricular lead. Programming changes were made to the capture management and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5524m implantable pacing lead (B)(6) 1996.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.